Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed over sensed noisy signals that were only noticed when the patient raised their arm or pressed their arms together. The p waves were low, therefore sensitivity was adjusted. Also, som far field was observed, therefore a blanking period was also reprogrammed to prevent the over sensing. Also, the minute ventilation feature was disabled some time ago due to a signal artifact monitoring episode. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed over sensed noisy signals that were only noticed when the patient raised their arm or pressed their arms together. The p waves were low, therefore sensitivity was adjusted. Also, som far field was observed, therefore a blanking period was also reprogrammed to prevent the over sensing. Also, the minute ventilation feature was disabled some time ago due to a signal artifact monitoring episode. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.